Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to battery tube connector not plugged in properly. The excessive no delivery test could not be performed or the low battery alarm verified due to the failed battery test alarm. However, the device functioned properly after reconnecting the battery tube connector. The device was also received with stripped battery cap coin slot, scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she received a low battery alert and she could not remove the battery cap to change the battery. She also noticed that the insulin pump is cracked at the battery tube threads. The customer also reported that the insulin pump alarmed no delivery, but she could see insulin coming out. Blood glucose value was 364 mg/dl. During troubleshooting the customer was not able to remove the battery as advised. The device was returned for analysis.